Event description:
It was reported that one day post implant the leadless implantable pulse generator (ipg) exhibited no capture, erratic sensing and was noted to have become dislodged into the pulmonary artery. The leadless ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.